Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. This was manifested by mild abdominal pain and cloudy effluent fluid. On the date the patient was diagnosed he was treated with vancomycin (route, dosage and frequency not reported). On the same date the patient also began treatment with fortaz (route, dosage and frequency not reported). The next day, the vancomycin was discontinued and the patient began treatment with cefazolin (route dosage and frequency not reported). The patient continued therapy with cefazolin for 20 days. The cause of this event was a breach in aseptic technique further specified as the patient not wearing a mask during setup. At the time of this report the patient had recovered from this event and had been retrained on aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - remove "hospitalization" - the patient was not hospitalized for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.